Manufacturer narrative:
The apollo micro catheter (model: 105-5096-000 lot: a279174) was returned for analysis without the detachable tip as it remains in the patient. Inspection of the remainder of the micro catheter, apart from the detached tip, revealed no other damage or irregularities and no other anomalies were observed. There was no evidence of manufacturing defects that relates to the complaint. All products are 100% inspected for damage and irregularities during manufacturing. Based on the device analysis and the reported information, the clinical observation was confirmed as the detachable tip was found to be detached from the catheter. It is possible that the ¿severely tortuous¿ anatomy may have contributed to the reported issue. However, the cause for the detachment could not be confirmed. Per the apollo onyx delivery micro catheter IFU (instructions for use): ¿the distal section of the catheter incorporates a detachment zone that allows detachment of the distal tip when the force required to extract the catheter exceeds the force to detach the tip. Navigating or repositioning the catheter while it is in a wedged position or with vessels that are in vasospasm may cause premature tip detachment. Always handle the distal end of the catheter with care to avoid damage to the detachment zone and unintended detachment.¿

Event description:
Medtronic received information that while navigating through the posterior circulation, p1 artery which was tortuous, the detachable 3cm tip of the apollo detached and remained in the artery. The patient was receiving onyx embolization to treat an arterio venous malformation (avm). The avm was located in the distal posterior communicating artery (pcom) artery in the posterior circulation. The access vessel was the p2 and the vessel was severely tortuous. The reported device and any accessory devices were prepared as indicated in the IFU and the catheter was flushed as directed. The tip became detached during catheter advancement. There was no force applied during removal and no surgical or medical intervention required. The tip of the device was left in p2 region of the pcom. There was no injury reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.